Manufacturer narrative:
Section b3: the reported event date was unable to be confirmed and is considered unknown. Manufacturer's investigation conclusion: device history records (DHR) review of the mobile power unit (mpu) revealed that the unit was shipped to the customer on (B)(6) 2021, which is after the reported date of the event. Additional information provided confirmed that the reported alarm occurred while using the mpu with serial number (B)(6). This indicates that the provided event date is not accurate. The event date and the mpu serial number were communicated to the field to confirm the reported information; however, an update to the event date was not provided. The event date of the reported event could not be determined. It should also be noted that the mpu was also returned for evaluation after the reported event date and was shipped back to the customer shortly after; this event is addressed in MFR report # 2916596-2021-03575. The reported event of an alarm activating on the returned mobile power unit (mpu) (serial number: (B)(6)) was not confirmed. The returned mpu was evaluated at service depot and the unit was found to function as intended during analysis. The unit was connected to a test controller and operated a mock circulatory loop without any issues or atypical alarms produced. The returned mpu was functionally tested and the unit passed all tests. The mpu was shipped to the rental pool. No log files were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the mpu alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an alarm went off on the mobile power unit (mpu). The mpu was replaced.